Manufacturer narrative:
Results code 2: 213: the engineering evaluation stated the following: the endoprosthesis, delivery catheter, and part of the deployment line were returned. A sheath was also returned, but this was not evaluated as it is not a gore device. The deployment knob and part of the deployment line were not returned. The deployment line was broken with single fibers coming out of the introducer sheath valve and attached to the endoprosthesis. The distal shaft, upon which the endoprosthesis was mounted, was kinked approximately 4.5 cm away from the transition. The endoprosthesis was partially deployed with the first strut row nearest to the transition still constrained. The endoprosthesis was broken with section part of the endoprosthesis still on the delivery catheter and the other section stuck in the distal end of the introducer sheath. The section of endoprosthesis still on the delivery catheter was torn and had nitinol detached from the body of the endoprosthesis. The section of endoprosthesis coming out of the distal end of the introducer sheath had areas of body delamination. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
A.1. Updated b.3. Updated d.6. This field should have been left blank in the initial report. The device was not implanted.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of a superficial femoral artery occlusion with a gore® viabahn® endoprosthesis. The device was positioned to the target lesion and deployment was attempted. Approximately 3/4 of the deployment was accomplished when the deployment line broke. The partially expanded device was recaptured in the sheath and both the sheath and device were removed. A non-gore device was utilized to complete the case successfully.